Event description:
On (B)(6) 2017, a chemist contacted lifescan (lfs) (B)(4) on behalf of the patient alleging that the patient¿s onetouch verio 2 meter had read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The chemist reported that the alleged product issue occurred at 6:45pm on (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿346 and 463mg/dl¿ with the subject meter within 20 minutes of one another. It is not known how the patient manages their diabetes or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue, but the chemist informed the csr that they had made a visit to their doctor¿s office. During this visit the patient was advised by their doctor to get in contact with lfs. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test with the csr. The patient¿s products were replaced. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.